Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture on the left ventricular lead was noted. Fluoroscopic imaging revealed lead dislodgement. The physician explanted and replaced the lead with good electrical measurements. The patient is in stable condition.